Manufacturer narrative:
The device was discarded and not available for return. The device history record review is pending and has not been completed. Once the results are available a supplemental report will be submitted with the findings. H3 other text : discarded.

Event description:
It was reported that there was a malfunction with the foresight sensor, large. It stopped sensing during an open heart procedure. It occurred when the clinicians started cooling on cardiopulmonary bypass. They could not obtain a consistent reading. The numbers would drop, even though the hemodynamics were unchanged. The numbers expected and the numbers displayed are unknown. When they pushed on the sensor on the patient forehead, the numbers returned to baseline. They exchanged the suspect sensor for a different sensor. There was no inappropriate patient treatment. The patient demographics are unknown. There was no patient injury.

Manufacturer narrative:
The device history record review was completed. All manufacturing inspections passed with no non-conformances. As the device was discarded, without its return it is not possible to determine if some damage or defect existed on the device that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. The other sensor that was involved in this event was reported under submission number 2015691-2024-00463.